Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was not saved. The customer reported that the blood glucose is higher and they need assistance with programming of the insulin pump. The customer was assisted with programming. The customer was able to set up the insulin pump. The insulin pump will not be returned for analysis.